Event description:
It was reported to philips that the system's footswitch was unable to activate x-rays occasionally. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.